Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The following information was requested, but unavailable: how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open?

Event description:
It was reported that during an unknown procedure, after a staple load was used the jaws of the stapler were closed and were unable to be opened again. The surgeon was able to remove the stapler from the abdomen. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 1/9/2020. D4: batch #t5cl82. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. User facility medwatch form, mw# (B)(4) attached - attachment: [FDA medwatch (B)(4) echelon flex 12-10-2019.pdf].

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 1/31/2020. D4: batch # t5cl82. Investigation summary: the analysis found that one psee45a device was returned with an endopath xcel trocar inserted in the jaws and with the one gst45w cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The articulation mechanism was totally functional during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.